Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the impedance/contact issue was unknown. The rep created new programs utilizing the only contacts with no impedance issues. The rep reported that the new programs had provided more consistent coverage with the therapy, but the contacts with impedances exist. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for unknown indications. It was reported that a lead replacement was considered due to contacts being out. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.